Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stage 1+ diffuse lamellar keratitis (dlk) at the 1-day post-operative exam on the left eye (os). The surgery center noted the patient had good vision and comfort. The dlk stage 1 was observed on the slit lamp exam. Topical steroids increased were used to treat the dlk symptoms. The patient had no complaint/comments. Best corrected visual acuity (bcva) from (B)(6) 2017. Right eye pre-op 20/20 -3.25 x -1.00 x 93, left eye pre-op 20/20 -4.00 x -.25 x 75.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.